Event description:
It¿s reported that during surgery, the surgeon used the reamer distractor (10mm). The reamer distractor was assembled to the t-handle. The surgeon was not able to remove reamer distractor from t-handle after use. Although the surgeon removed reamer distractor forcibly, the parts inside t-handle broke. The surgeon changed the t-handle to another t-handle.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The IFU for instruments states the instruments may fracture depending on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Also, instruments with articulations may require lubrication. The t-handle fractured as a result of mixed cleavage and ductile overload. Conclusion: the plausible root cause of the reported event is user related, specifically, applying excessive force to the t-handle during assembly.

Event description:
It&#38112;reported that during surgery, the surgeon used the reamer distractor (10mm). The reamer distractor was assembled to the t-handle. The surgeon was not able to remove reamer distractor from t-handle after use. Although the surgeon removed reamer distractor forcibly, the parts inside t-handle broke. The surgeon changed the t-handle to another t-handle.